Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage during normal use. Customer's blood glucose was 175 mg/dl. The customer stated that there is crack on case. The customer stated that the device was not bumped or dropped. The crack is seen on reservoir compartment. The customer stated the drive support cap is sticking out. The customer stated they did not pressed the cap while connected. The customer doesn't know how damage happened. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.